Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) reported that the iabp was not holding helium. The fse tightened all helium line connections and discovered venting at helium regulator. He replaced the regulator, transducer, and helium tubing bundle to resolve the reported issue. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
It was reported that ,while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having issues pumping due to a "kinking" error message. The helium tanks were also running out very quickly. A metal gasket ring was placed to prevent the leak, but tanks were still depleting very quickly. The customer reported that two cardiosave iabp's were attempted with the same results. A cs300 iabp was then connected and iab functioned normally. There was no patient injury, death or adverse event reported.